Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-02699 it was reported that guide wire entrapment occurred. The target lesion was located in the tibial artery. Following the insertion of a 300cm, 8cm v-18 control wire, a 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, the v-18 control wire became stuck inside the sterling sl balloon catheter and was unable to move. The whole system was removed and the v-18 control wire was found to have kinked. The procedure was completed with another v-18 control wire and sterling sl balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag loaded with a sterling sl balloon catheter. The unit returned has wire kinked. The device has the body kinked in the middle of the device and the distal tip kinked. The overall length, outer diameter (od) of the middle of the device, od of the proximal section, and od of the distal tip are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02699. It was reported that guide wire entrapment occurred. The target lesion was located in the tibial artery. Following the insertion of a 300cm, 8cm v-18 control wire, a 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, the v-18 control wire became stuck inside the sterling sl balloon catheter and was unable to move. The whole system was removed and the v-18 control wire was found to have kinked. The procedure was completed with another v-18 control wire and sterling sl balloon catheter. No patient complications were reported.